Manufacturer narrative:
Device was returned for evaluation. There was relationship found between the returned device and the reported incident. Upon investigation, it was determined that the upper jaw pins and hinge had broken, and the upper jaw detached from the shaft. All other parts of the device remained attached to the device, no fragments were noted missing. The device was returned with no cartridge. No breakage of the device inside the patient and no patient injuries were reported. The upper jaw pins and hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required.. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported during a meniscus repair procedure, the jaw of the device was damaged. It cannot open & close. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. Results of investigation have concluded that this unit has the upper jaw pins and hinge broke, and the upper jaw detached from the shaft which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.